Manufacturer narrative:
The lens was returned in a small specimen cup. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company, 27.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company (diopter of the replacement lens was not provided) lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that after intraocular lens (iol) implantation, the patient experienced bilateral visual discomfort with waxy vision and persistent halos. The lens was removed and replaced with a company lens in a secondary procedure.